Event description:
The end of the sonopet tip (knife tip) broke off during use and was unable to be recovered. Surgical area was explored by team, multiple x-rays taken. Magnet wand was waved. Laryngoscopy and esophagoscopy performed. Tip not recovered.